Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for spinal pain. The rep reported that the patient cannot feel stimulation on certain groups and must turn stimulation up on another group. No troubleshooting was done prior to the report. The patient indicated that they have not fallen or had any accidents. The rep stated that they had the patient try and increase stimulation on group f, which is what the patient was using most of the time at 4.1 or 4.2v, but the patient could not feel stimulation even up to 7.0v. The patient added that there are 1-2 groups that they cannot feel stimulation on either. The patient was redirected to follow up with their healthcare provider. No further complications were reported or anticipated. Additional information received from the rep indicated that they met with the patient on the day prior to the report and found that all but 4 electrodes had high impedances. The rep stated that surgery is planned but not scheduled yet. The issue was not resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a family member of the patient on 2019-jun-21. It was reported that the leads were replaced on (B)(6) 2019. The implantable neurostimulator (ins) was not replaced. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of lead (B)(4) determined that all 8 conductors are broken 19.3 cm from the distal end of the lead. Analysis of lead (B)(4) determined that conductors 2, 4, and 6 are broken 19.6cm from the distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The leads were replaced as there was a loss of therapy. The patient recovered without sequela. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was scheduled for replacement on the date of the call. It was reported that the patient was not getting any therapy. The rep checked the impedances and some electrodes on the 0 - 7 port were >10k ohms and all of the electrodes on the 8 - 15 port were >10 ohms. The patient reported that they woke up one morning and the device had stopped working. The impedances were rechecked at 3v and the following results were collected: reference 0: electrodes 2, 3, 4, 6, and 8 -15 shows >40k ohms, except electrode 1: 1507 ohms; electrode 5: 1539ohms, and electrode 7: 1583ohms reference 1: electrodes 2, 3, 4, 6, and 8 -15 shows >40k ohms, except electrode 5: 1272ohms; 7: 1300ohms reference 2: all contact pairs showing >40k ohms reference 3: all contact pairs showing >40k ohms reference 4: all contact pairs showing >40k ohms reference 5: electrodes 2, 3, 4, 6, and 8 -15 shows >40k ohms, except electrode 7: 1237ohms reference 6: all contact pairs showing >40k ohms reference 7: electrodes 2, 3, 4, 6, and 8 -15 shows >40k ohms, except electrode 5: 1237ohms reference 8-15: all contact pairs showing >40k ohms it was noted that the patient does a lot of physical work. It was reported that when the patient was programmed using electrodes 5/7, they felt stimulation, but it was not covering their pain at 5.4v. No further complications are anticipated.